Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system error logs, multiple errors 25819 were seen pointing to the motor voltage of the surgical axes brushless motor controller (sac) node confirming the fault occurred in the field. During visual inspection, no issues were seen that would be related to the reported event. The unit was installed on a system where the component functioned as designed. The unit was idled in following for about four hours and power cycled 15 times, but no faults or errors were triggered. The unit was installed onto a patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing within specification. The unit was partially disassembled to inspect the nine axis drive (nad), surgical axes power (sac), and surgical axes manipulator (sam) circuit boards and flat flex cable connections and no abnormalities were identified. The complaint was confirmed based on failure analysis. While failure analysis of the psm found no functional issue, the system event logs indicate the probable root cause is attributed to a voltage issue in the psm motor. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a recoverable fault on the patient side manipulator (psm2). The customer pressed the recover button, but the error persisted on the system leading the customer to disable the psm2 and continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system originally powered on without errors or functional issues. The procedure was successfully completed robotically with the remaining arms.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse patient side manipulator (psm2) due to repeated error 25819. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the psm2 for evaluation, but evaluation has not been completed as of the date of this report.